Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone during an alarm condition. This was due to a pin that was lifted from the conductor trace on the bottom of the audio transducer which disabled the output. The cause of the lifted pin from the conductor trace on the audio transducer could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.